Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double roller pump. The incident occurred in lima, ohio. Phone support was provided to the customer. The motor control board and the motor power amplifier board will be replaced by the customer to solve the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Provided phone support to customer.

Event description:
Livanova received report that a s5 double roller pump gave a motor control failure error message during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: excluding the user error, the customer was suggested to replace the motor control board and the motor amplified board for safety reason. Based on all the above information, the most likely root cause of the reported event could be traced back to a defective motor control board.